Event description:
The explanted symphonix device was received on (B)(6), 2014 at headquarters. The patient was re-implanted with a cochlear implant on (B)(6), 2014 due to no more benefit from the device.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.